Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in room 540. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call was not turned on. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidcom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician turned on the nurse call system to resolve the issue. Based on this info, no further action is required.